Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt was experiencing a return of symptoms with increased baseline pain. There was a confirmed motor stall in the event logs with no motor stall recovery. There had been multiple motor stalls and recoveries noted back to (B) (6) 2010. No emi (electromagnetic interference) or magnetic interaction noted. The pt was admitted and given oral medications. The pump was replaced. The pump was used to deliver baclofen and morphine.